Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A preliminary risk analysis has concluded that the patient safety risk is acceptable. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).